Manufacturer narrative:
The device is included in the error 5 advisory notice issued by abbott on 01 june 2018. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. A replacement unit may resolve the issue.

Manufacturer narrative:
The patient sex has been corrected.